Manufacturer narrative:
Product analysis the device was received with the external slider and graft cover partially retracted. The stent graft had been deployed prior to receipt of the device. A kink was evident to the distal end of the inner member. The external slider and trigger were able to fully retract the graft cover; however, they were unable to fully advance the graft cover. The tip was able to retract and advance, although resistance was encountered during movement. When the graft cover was fully advanced, a gap of approximately 21 mm was observed. The tip capture mechanism did not retract or advance the spindle. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: two images of the valiant captivia device were received for analysis. The first image shows the proximal section of the device, with the luer connector appearing blood-stained. The tip capture release handle is in the home position. The second image shows the distal section, where the graft appears to be deployed. The image depicts the distal section of valiant captivia delivery system. The graft appears to be deployed. The graft cover and tip capture mechanism are retracted with a gap evident between the graft cover and tip, exposing the inner member. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received : it was reported that the device was inspected prior to use and there were no visible issues. The device was used according to the instructions for use (IFU) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant captivia stent grafts were implanted during the endovascular treatment of a 517mm type a thoracic aortic dissection. It was reported that the ascending aorta was replaced with an artificial blood vessel due to type a dissection. A non-medtronic device was placed directly above the lsca, and the lsca portion of the device was fenestrated. Upward flow from the entry in the peripheral area of non-medtronic device was observed, and tevar was performed. The first peripheral device, vamc2626c100tj, was placed at the level between the 6th and 9th thoracic vertebrae as per the physician's plan. Subsequently, the second proximal device, vamf2828c150tj, was placed. No issues were observed when the product was deployed. When the delivery system was being removed, the tapered tip and graft cover could not be docked as usual, and even when the slider was completely restored, there was a gap between the tapered tip and the graft cover. When the tip/capture release handle was moved, the tip capture did not move to the proximal side, and the tapered tip moved to the proximal side. Furthermore, it moved away from the graft cover. At the physician's discretion, the tapered tip and graft cover were removed whilst as close as possible. Afterwards, when it was switched to the non-medtronic 20 fr sheath and an access contrast study was performed, only the dissection was seen, which was confirmed from the preoperative CT scan and no new damage was observed. A final contrast study was performed and it was confirmed that the dissection was repaired the procedure was completed. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.